Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The rv was programmed with a fixed sensitivity of 2.5 millivolts (mv), but intrinsic signals were detected below that threshold. Technical services (ts) recommended measuring the signals and reprogramming the sensitivity to prevent undersensing, which could lead to pacing on a t wave. The first low intrinsic amplitude of 1.5 mv was observed one year ago, and the initial alert for rv intrinsic out-of-range (oor) occurred 17 months ago. To date, this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).